Event description:
It was reported that an asymptomatic patient presented in the emergency room with device in backup vvi mode. A device image was reviewed for further investigation. A device download was performed successfully, and the device was restored.